Event description:
According to the reporter, in a laparoscopic cholecystectomy and common bile duct exploration, after the cystic duct was freed during the surgery, the ligature clip broke when it was used to ligate the cystic duct. The ligature clip was then replaced with a new one, but it broke again when the ligature was continued. The ligature was completed only when the third new ligature clip was replaced again. There was no patient injury.

Manufacturer narrative:
Concomitant product: 8886848813, 8886848813 laproclip 2x12 x10 (lot#n2a0395y); 8886848813, 8886848813 laproclip 2x12 x10 (lot#n2a0395y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.